Event description:
The manufacturer received information alleging an issue related to a rep dreamstation auto CPAP device. The manufacturer received information from the patient alleging heated tubing has felt extremely warm to the touch. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.